Event description:
A malfunction was reported on the customer's insulin pump, which had moisture from sweat, leading to a malfunction code "malf 13" that was not resettable. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was sent a replacement pump by customer technical support (cts) with updated software and instructions, which the customer acknowledged and understood.